Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a catheter restriction alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The getinge representative continue the support from a femoral approach. They reviewed probable kink locations and kink relief techniques. There was no patient harm or adverse event reported.

Manufacturer narrative:
Correction to mfg report number 2248146-2022-00557 to include: brand name, catalog #, serial#, exp. Date, unique identifier (UDI) #, manufacture date.

Event description:
N/a.

Manufacturer narrative:
This is a correction for mfg report number to include a return to manufacture date of 07/05/2022. The device for this complaint was in the return box for 637792 mfg report number 2248146-2022-00461. This error was discovered on 08/15/2022. Reference complaint #(B)(4).

Manufacturer narrative:
Updated fields: b5, f10 device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Two kinks were found on the catheter tubing and inner lumen 72.6cm and 76.2cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was observed at the kinked location of 76.2cm on the catheter tubing. The penetration found in the catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing causing the reported problems. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a catheter restriction alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The getinge representative continued the support from a femoral approach. They reviewed probable kink locations and kink relief techniques. The customer noted that the iabp was unable to restart even after troubleshooting for autofilling. The iab was eventually removed due to the iabp being in stand-by mode for more than 30 minutes. There was no patient harm or adverse event reported.